Event description:
It was reported that the left monitor on the 9800 system went black prior to start of case. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Video controller pcb and image processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow up report will be submitted as required.